Event description:
Boston scientific received information that this left ventricular lead has dislodged and phrenic stimulation was noted. This lead was repositioned successfully and remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.